Event description:
Pt had dual chamber pacemaker placed seven years ago at another facility. Pt presented to physician's office with complaint of two days of severe weakness, dizziness, and nausea. Electrocardiographic monitoring showed non-capture of the dual chamber pacemaker. Pt admitted for replacement.